Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The device then passed all testing.

Event description:
It was reported that a ventilator had an erratic display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.